Event description:
It was reported that the device's battery depleted earlier than expected. Mode swtiches were also noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed, and battery depletion indicated/eri was observed. The device recorded eri on (B)(6) 2010 approximately 37 months after implant. A preliminary calculation of longevity would indicate the device may have reached eri before the programmed parameters would indicate.